Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection, which was not described in detail. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The user was explanted on the (B)(6) 2025 due to medical reasons (infection). It is not known which kind of infection and if the infection spread to the level of the implant. As per the explant report form the skin over the device was not intact as there was a fistula.

Event description:
The user was explanted on the (B)(6) 2025 due to medical reasons (infection). It is not known which kind of infection and if the infection spread to the level of the implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.